Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the expulsor and the most probable cause for a battery replacement issue was a cracked or damaged battery compartment, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other text: additional information was received, there was no patient involvement, event occurred during testing. H6: health effects updated.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited volume issues and battery replacement. Patient involvement is unknown.